Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the catheter shaft broke. A 130 direxion hi-flo fathom-16 system was selected for use for transcatheter arterial chemoembolization (tace) procedure in the liver. The target lesion had more than normal tortuosity and some friction was felt during advancement of the direxion. During the procedure inside the patient, the direxion became stuck in a the catheter and the shaft broke. The microcatheter was then pulled out from the patient's body. The procedure was completed with another 130 direxion hi-flo fathom-16 system. There were no patient complications and the patient's status was good post procedure.